Event description:
It was reported that the pt had never received therapeutic effect, despite having undergone a lead revision. It was noted that the pt's "radiation treatment must have done more damage than she had thought." The pt's status was unk. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).